Event description:
Reporter reported to smi that the connection at the mll to the arterial line was leaking and/or detached from the tubing. This was observed during use in the ICU. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is mfg by smiths medical asd. This assembly is incorporated into the finished product by smiths medical intl. The finished product is further assembled, packaged and sterilized by smiths medical intl. One a560 subassembly was received with the tubing separated from the female luer lock. The solvent ring on the tubing from both components showed the tubing had been fully seated into their corresponding connectors and solvent applied. The tubing measured within specs. There did not appear to be any mfg issues. The tubing assembly in question was mfg on an automatic tubing assembly machine. The product is 100% visually inspected by the operator for proper assembly and sufficient solvent. As a precaution in july 2007 the assembly routing instructions for the assembly machine were modified to require operator sign off for the solvent purging on the machine along with documenting the 100% inspection. As part of the inspection process, any units removed during the 100% were removed by the operator. Also as a precaution in mid december 2007, this practice has been discontinued. Any units removed during the 100% inspection are being discarded. Smiths was able to confirm the issue; however, no root cause could be determined. No additional action is necessary at this time. Smiths considers this MDR closed with this report.